Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 325mg/dl and a correction bolus was delivered to address the bg level. The contact declined troubleshooting and stated that they would prefer to troubleshoot the issue on their own. Tandem technical support educated the customer in regards to occlusion troubleshooting. The contact declined a follow-up call.